Event description:
As reported by the user facility: details of complaint (reported issue): "air in line." Continuous air in line alarms with this infusion. Finally able to be resolved with a different pump but this has been happening with several tubing's of this lot #. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion). Medication / fluid IV chemotherapy (trastuzumab) IV rate 566ml/h.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.